Event description:
It was reported that a trained physician, dr attempted arteriotomy closure using the starclose device after an unknown procedure. When the finish arrows lined up, the vessel locator wing prematurely retracted, and the device popped out of artery, losing access to the site. Hemostasis was achieved with manual compression. No additional information provided.

Manufacturer narrative:
The returned device was partially deployed, and the vessel locators were open when received. The vessel locator button was tested, and the locators opened and stayed open 5 of 5 attempts. The tube set could not be retracted and re-deployed to capture when the wings collapsed prematurely. It is unknown when the damage detected with the vessel locators occurred, and the root cause is undetermined. Review of the history record for the device (DHR) did not produce any findings relevant to this investigation. This event has been identified as a malfunction. Abbott vascular has initiated a corrective action.